Event description:
Customer returned their haemonetics on (B)(4) 2010 to arrange for an advanced exchange of their orthopat machine. No other info was available at that time. No injury or reaction was reported.

Manufacturer narrative:
Customer returned their haemonetics on (B)(4) 2010 to arrange for an advanced exchange of their orthopat machine. No other info was available at that time. No injury or reaction was reported. Eval of the returned device confirmed a blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).